Manufacturer narrative:
H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: a transducer (xdcr) fault occurred during preventative maintenance work. No patient involvement.